Event description:
The peritoneal dialysis (pd) patient's nurse reported that the patient was getting scale alarms on the liberty cycler. The nurse stated that the last time the cassette was removed, fluid leaked out from inside the cassette housing. The cycler was replaced.

Manufacturer narrative:
A clinical evaluation was performed. There was no reports of patient ill effect or device malfunctions. The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A visual inspection was performed and there was no evidence of dried fluid. A simulated treatment was performed and there was no noted problems or failures. The cycler passed alignment/fit check and surface condition check. The cycler passed the system air leak test and valve actuation test. Further evaluation found no device malfunctions that would have caused the reported fluid leak event. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.